Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose levels were higher than 250 mg/dl, other values were 300 mg/dl and 400 mg/dl. The customer treated via manual insulin injection. The customer did not experience any symptoms as a result of high blood glucose. Customer also reported sensor with inaccurate readings. The customer declined troubleshooting. The sensor will not be returned for analysis.